Manufacturer narrative:
The complaint device has not been returned. An initial investigation has been done based on the event description and prior knowledge. Results: our records indicate that this is the only complaint of this nature for the given lot number. We are aware that the mr290 humidification chamber cracks when used with high frequency oscillation ventilation (hfov) using the sensormedics. There is a variant of the mr290, which is the mr290hfv that is intended for use with this hfov therapy. We will be recommending this model to the complainant. Conclusion: device failure occurred and is related to the therapy being applied. This is a known problem that will require end user education to ensure they use the correct humidification chamber for this therapy. The occurrence rate for such complaints is very low at 0.00046% worldwide for the last year. We will continue to monitor and trend such complaints.

Event description:
Reporter reported that an mr290 humidification chamber was being used with a 31008 oscillator ventilator and the map was set at 24 cm. The rt noticed water leaking from chamber and found it had cracked. The chamber was replaced and this one also cracked. The chambers are mr290s, not mr290hfv. No pt consequence was reported.